Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that insulin drips were not observed to be dripping out of the tubing during the load fill tubing sequence. The issue continued across multiple supplies. Customer's blood glucose level was 368 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.